Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. International UDI: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting. The fse replaced the pcba data acquisition to address the reported event. The device was then returned to service. The customer found the problem with the display was that users were not keeping the ventilator plugged in causing the battery to deplete resulting in the alarm state. Customer has advised staff to keep unit plugged in so battery remains charged. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a pressure accuracy error, problem with display and battery depletion. The device was in use; however, there was no patient harm.